Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection under magnification shows the lens can be identified as a tecnis multifocal. The lens has been cut/damaged which is typical during the explant process. Diopter measurement could not be performed due to the condition of the device. Manufacturing records were reviewed and found to meet specifications. Optical measurements during final inspection were within specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Additional information received from the account indicated that the replacement intraocular lens (iol) was a 21.0 diopter lens. After the first 18.5 (initial) lens was placed the patient was +2.00 over-corrected. After the 21.0 diopter lens was implanted the patient still required a ''lasik touch up''. The location contact noted that she was certain the doctor did not feel the iol was mislabeled. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that an zmb00 18.5d intraocular lens (iol) was explanted from the patient's left eye. It was noted that it was the wrong diopter for the patient. No incision enlargement or vitrectomy were performed.